Event description:
It was reported that prior to a da vinci-assisted pulmonary lobectomy surgical procedure, the curved bipolar dissector was found to have energization failure. It could be energized at the root of forceps but not at the tip. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the instrument was inspected prior to use. There was no issue with port placement. The patient had no injury. The customer resolved the issue by using a backup instrument. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken conductor wire at the proximal end to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end. The location of the break is near the main tube. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to manufacturing. A review of the provided image by regulatory post market surveillance (rpms) is consistent with the reported failure. The instrument appear to have no visible broken wire at the tip. The root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. A review of the instrument logs for the curved bipolar dissector (part# 471344-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the curved bipolar dissector was last used on (B)(6) 2022 via system serial# (B)(4). There were 13 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.